Event description:
Surgeon reported decreased range of motion causing the bone of the dorsal aspect of the proximal phalanx to rub against the implant after 1st mtp implant on (B)(6) 2017. Implant was reportedly removed on (B)(6) 2018.

Manufacturer narrative:
The product was not returned for review but photographs were available for analysis. More detailed information available on attached investigation write up. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.